Event description:
Complainant alleged that during a routine shift check byu a clinician, the device displayed "defib fault 72" "defib fault 80" and "defib fault 108" messages. Complainant indicated that there was no patient involvement in the reported malfunction.